Event description:
A customer reported a malfunction involving their pump, which displayed error message 16-0x20e6. The customer's blood glucose level was recorded at 150 mg/dl, indicating no adverse impact. The pump was restarted but continued to show the error. Meanwhile, the customer was provided with a replacement pump.